Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms or lost setting after change battery anomaly during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had cracked lcd window, cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer states that they lost insulin pump settings during battery change and thinks did not get battery in fast enough. Customer states insulin pump had no delivery alarm as well as had to adjust the reservoir for it to take and tabs on reservoir break off. The device will not be returned for analysis.